Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a calcified lesion in the common iliac artery. The 9.0x39mm omnilink elite stent delivery system (sds) was advanced with resistance noted when pushing the 6fr introducer sheath. The stent dislodged from the balloon and embolized to the external iliac artery (eia). A new device was used to deploy the dislodged stent in the eia. The procedure was completed using a new stent to treat the target lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a calcified lesion in the common iliac artery. The 9.0x39mm omnilink elite stent delivery system (sds) was advanced with resistance noted when pushing the 6fr introducer sheath. The stent dislodged from the balloon and embolized to the external iliac artery (eia). A new device was used to deploy the dislodged stent in the eia. The procedure was completed using a new stent to treat the target lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.